Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A physician reported an issue with a 2mm eximo atherectomy catheter. During a procedure, when the physician pulled the catheter from the patient's body, "the inside of the tip was separated from the tip." The physician pushed the inside piece back inside of the tip and the catheter was packaged for return for analysis. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of the inner blade separated from the tip was confirmed. There are several potential root causes including factors that are patient-specific/lesion specific (i.e. Presence of blood in the lesion) and useability (excessive forces applied during the crossing) can propagate rapid fibber degradation causing the inner blade to float inside the tip. It should be noted that the inner blade is welded to the gw tube and glued to the inner gw braided tube- hence, it is not expected for this component to completely separate from the catheter. No manufacturing non-conformance was observed during the sample evaluation. Clinical review: the procedure was completed with the returned sample- they noticed the issue after the dr. Finished treating it and pulled it out of the body. There were no notable effects on the patient. A request was sent to measure exl152 energy on-site. No end-user misuse (not activated laser in blood, no prolonged lasing duration). A clinical review of the complaint event and additional follow-up with the end user was not required since the failure mode of this event is captured within the risk management review (fmea) for this device. The relevant laser system (exl152) was tested, and the energy was within the spec. Therefore, it cannot be concluded that the system caused the failure of the catheter. The DHR was reviewed for the indicated catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g. No manufacturing non-conformance reports were issued. Hardware review: the unit was serviced in the field on september 29, 2022, by field service engineer (fse) to check if the energy of the system is too high. The system was tested, and the energy was within the spec. Therefore, it cannot be concluded that the system caused the failure of the catheter. As a precaution, the optics box and laser controller were replaced, and the unit was re-calibrated and passed functional and safety testing. The laser system had the functional test performed per svc-009-s10 and the electrical safety test per svc-027 and the unit met all acceptance criteria. Correction/corrective actions: no correction is required since there were no manufacturing non-conformances observed during the evaluation of the returned catheter sample. In addition, the reported issue of tip separation was not confirmed. A definitive root cause for the customer experience with this catheter could not be determined, however, handling damage during use is a potential contributing factor. Based on no adverse trend, no issues observed during DHR review, and process controls in place, no corrective action is to be taken by angiodynamics at this time. Process controls: process controls are performed at eximo catheter manufacturing site. Reference (B)(4).

Manufacturer narrative:
The sample presented an expected appearance per description. The customer's reported complaint description of inner blade separated from the tip was confirmed. A review of the distribution records was performed for the reported packaging lot number 62623 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications; i.e. No ncr written. The complaint event was forwarded to the laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter lot number 62623. The review confirmed that the lot met all material, assembly, and performance specifications, e.g. No manufacturing non-conformance reports were issued. There have been no previously reported complaints for the indicated catheter lot number for similar failure modes. An agile complaint search for the atherectomy disposables (catheter) product family for the failure mode (occurrences) "catheter, unable to advance": june - 0, july - 0, and august - 1. This does not constitute an adverse trend. An agile complaint search for the atherectomy disposables (catheter) product family for the failure mode (occurrences) "tip, detached/separated/fractured": june - 0, july - 0, and august -2. This does not constitute an adverse trend. An agile complaint search for the atherectomy disposables (catheter) product family for the failure mode (occurrences) "tip, damaged": june - 0, july - 0, and august - 0. This does not constitute an adverse trend. Risk management review: fmea/risk assessment reference document: eximo system risk analysis, document number (B)(4), rev. 28 [reference (B)(4), rev. E], index no. 16 (auryon bent/breakage inside the vessel tract). Severity rating (from risk analysis): 2 - moderate probability occurrence rating (from risk analysis): 4 - probable (1.0 to 10.0%), [10,001-100,000 ppm] actual ppm: 0.0030% [30.0 ppm] (1 occurrence for auryon catheter, "detached/separated/fractured" / 33,830 units sold [last 15 months] per july 2022 complaint report and agile complaint search). This frequency includes the occurrence reported per complaint (B)(4). Probability occurrence rating (actual): 2 - remote (0.001 to 0.01%), [11-100 ppm] the actual probability occurrence rating is within the expected probability occurrence rating listed in the risk documentation. Labeling review: instructions for use (ifu0100) is provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. The sample presented an expected appearance per the description. The customer's reported complaint description of the inner blade separated from the tip was confirmed. There are several potential root causes including high energy (out of spec) in the laser system used at this site. In addition, factors that are patient specific/lesion specific (i.e. Presence of blood in the lesion) and useability (excessive forces applied during the crossing) these can propagated rapid fibber degradation causing the inner blade to float inside the tip. It should be noted that the inner blade is welded to the gw tube and glued to the inner gw braided tube- hence, it is not expected for this component to completely separate from the catheter. No manufacturing non-conformance was observed during the sample evaluation. The relevant laser system will be tested for energy levels and adjusted if necessary. A (B)(4) was opened to investigate the laser system at the site. The DHR was reviewed for the indicated catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g. No manufacturing non-conformance reports were issued. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).